Event description:
It was reported that they were unable to load the device prior to the start so they used another device. The devices are available for analysis.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument did not locked out. A corrective and preventive action has been initiated to address the root cause of the ejected clips issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.